Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('the bleeding is not heavy tho yes on left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), flatulence ("yes I was lucky to feel no pain at all the only pain I felt was from the gas"), vaginal haemorrhage ("I did have super light spotting but today I actually bleed and there were a few small blood clots") and pelvic pain ("a bit of cramping which feels like menstrual cramps") and was found to have blood urine present ("an eye on the bleeding it comes down when I sit down to pee not all the time but the first time when I went number two "). The patient was treated with surgery (tubes uterus and cervix removed via vagina). Essure was removed. At the time of the report, the genital haemorrhage, flatulence, blood urine present, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered blood urine present, flatulence, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added, event added as a bit of cramping which feels like menstrual cramps. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('the bleeding is not heavy tho yes on left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), flatulence ("yes I was lucky to feel no pain at all the only pain I felt was from the gas") and vaginal haemorrhage ("I did have super light spotting but today I actually bleed and there were a few small blood clots") and was found to have blood urine present ("an eye on the bleeding it comes down when I sit down to pee not all the time but the first time when I went number two "). The patient was treated with surgery (tubes uterus and cervix removed via vagina). Essure was removed. At the time of the report, the genital haemorrhage, flatulence, blood urine present and vaginal haemorrhage outcome was unknown. The reporter considered blood urine present, flatulence, genital haemorrhage and vaginal haemorrhage to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.